Event description:
It was reported that during a lap appendectomy procedure, after firing, the device was opened and the reload fell into the abdomen. The reload was retrieved through the trocar with graspers. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.